Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead detected an rv pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. The patient was brought in clinic, where the high rv pacing impedance measurements were unable to be reproduced. All other lead diagnostic measurements remain normal. The boston scientific crm technical services department discussed the possibility of a loose rv setscrew, or the beginning first rib crush of the rv lead. A request has been made to the field for additional information about this event. Current records suggests that this device and rv lead remain implanted and in service at this time. This event will be updated if any additional information is received. Additional information indicates that several subsequent red alerts were triggered for sporadically high pacing impedance measurements of greater than 2000 ohms, and some noise was also observed on the rv channel. A revision procedure was performed, during which the rv lead was tested and found to be exhibiting normal impedance measurements. The physician elected to replace the ICD and leave the rv lead in service. Analysis of the explanted ICD was performed at our post market quality assurance laboratory. An initial visual inspection of the device found no anomalies. Detailed analysis of the device header found evidence to suggest that the rv lead was not fully inserted into the device header. A review of device memory confirmed the high pacing impedance measurements. Final analysis concluded that this device was electrically within specification, and that the clinically observed impedance fluctuations were likely due to underinsertion of the rv lead into the device header. This event will be updated if any additional information becomes available.